Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted from the current production p/n 001201 horizon ti small red 6/cart 180/box, lot #73f1800015 and the issue reported "clip fall from applier" was not observed in the current manufacturing process. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when inserting the applier into the cartridge during a procedure on a patient that sometimes the clips fall off immediately and sometimes they do not. There was no patient injury.